Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump would not occlude properly. The knob was hard to turn and was worse when fluid was in tubing. The device was not changed out, as this was not a functional defect. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The customer reported that this has been an ongoing problem the last few times this machine has been used. After the field service representative (fsr) cleaned and lubricated the roller pump gut assembly, the system was tested to manufacturer specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.